Event description:
It was reported that a malfunction on the pump occurred. There was no adverse impact to the customer¿s blood glucose level. Technical support provided pump reset information and assisted the caller with resetting the pump, after which the malfunction did not recur. The customer was instructed to call back if the malfunction code reappears, and they acknowledged and understood the instructions.